Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted when the device is returned and the evaluation is completed.

Event description:
It was reported post onyx procedure, the pt experienced nausea and vomiting. The pt was also complaining of burning mouth and tongue, similar to allergic reaction experienced with antibiotics. The pt was treated with benadryl and has been discharged.